Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was causing the patient to experience unknown/unspecified stimulation. It may have been nerve and/or muscle stimulation. The lead was undersensing, not sensing and not capturing. The lead had dislodged and appeared to be sitting in the superior vena cava on fluoroscopy. The lead was programmed off and later repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.